Manufacturer narrative:
Consumer reported using unspecified breathe right strips at an unspecified frequency over a two-year period. The consumer was contacted regarding returning any leftover product or supplying specific product information. The consumer was unable to provide any product information (i.e., lot or upc code) as to which specific product(s) were used and has no product left to return for evaluation. In a follow-up call on february 17, 2021 the consumer declined to provide any additional information at this time. Accordingly, an investigation cannot be initiated. The consumer reported he was "pondering over the legalities" of the situation.

Event description:
This spontaneous report was received from a consumer via email on 12-feb-2021. The consumer reported using unspecified breathe right strips at an unspecified frequency over a two-year period, on unspecified dates, for "sinus problems." The consumer reported, "I previously suffer from sinus problems ,for maybe a period of 2 years before my sinus operation. During that time I started using breathe right strips, without them I would have panic attacks, missing air and severe dry throat. So I depended greatly on those strips. One thing I discovered it was not good to use those strips too often. After multiple uses in a two year period, one morning I removed a nasal strip and it left a hole in the side of my nose about the size of a pencil eraser. I proceeded to have this diagnosis and low and behold skin cancer. Now in all fairness by using frequently those breathe right strips the adhesive weaken the skin over time and time until it became cancerous. I had the sinus operation because it was the only way that I could breathe. I wish I would have had the operation sooner, so I would have never had to use those strips. For example you take an adhesive tape and put on your arm almost every night for 2 years and remove that from your skin every day, the skin is removed as well and plus the chemicals that are used to create the adhesive. This warning was not printed for consumers,it said possible skin irritation, not possible skin cancer from frequent use." The consumer also reported, "I have a facial deformation because of this and the cancer is reoccurring." The consumer's age, weight, medical history, and concomitant medications were unspecified. No further information was able to be obtained. 16-feb-2021: follow-up information was received from the consumer via email on 16-feb-2021. The consumer wrote, "I previously wrote to the FDA concerning my use of your product breathe right nasal strips. To begin with I suffered a sinus condition for about 2 years .I decided to use your product for that period of time when it was needed. After using it one morning when I removed the strip a piece of the side of my nose removed the same time leaving a hole that never cured. I went to the hospital to have it diagnosed they said that it was skin cancer and burnt the affected area. Since then it has reoccurred and never healed .I truly believe that your product has created this problem. For instance the glue or adhesive has to be extra strong to stick for those strips too work, furthermore the chemical ingredients to create this adhesion most likely played a part in this injury. For what other reason why I would get skin cancer in the exact place of the strip. I think the ripping of the skin has weakened the tissues and allowed the adhesion substance to enter more and created this problem. I want in the near future to fix this by a surgery. I feel somewhat that your product is responsible for this incident. You don't state if there frequent use of your product might give you skin cancer, it says a possibility of skin irritation no cancer." The consumer added regarding the affected area, "it never heals, if I touch it too much the skin tissue will fall out leaving a hole ,especially in the case of showering. Then sometimes it will make a bigger hole." 17-feb-2021: follow-up information was received from the consumer via telephone on 17-feb-2021. The consumer reiterated that he used the breathe right strips approximately 2 years prior to having sinus surgery. He is unable to give an approximate start or end date for product use. He is also unable to determine how often he used the product. He used the product "as needed" and "frequently". The product helped him breathe at night due to having an unspecified sinus issue. He stopped using the product after having an unspecified sinus surgery. Prior to having the sinus surgery he was diagnosed with skin cancer on his nose. He reported a short time before his surgery he removed the strip from his nose and noted a hole the size of a pencil eraser. He was diagnosed with skin cancer and believed the product caused his condition. The doctors did not say if this product contributed to his cancer or not. He had a procedure to burn the cancerous lesion on his nose. He reported that the area scabbed over after the procedure. One morning while in the shower the scab came off to reveal the hole was bigger than before. He reported that the area never completely heals. He had spoken to his doctor about facial reconstructive surgery to fix the hole in his nose. He believed that the adhesive on the strip attributed to his skin cancer. The consumer declined to provide additional information at this time.